Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received iop test failure at 10:01 am and was damaged. The customer¿s blood glucose level was 144 mg/dl. The customer states had received an error message as well as there is a piece broken off the top of the battery compartment. Troubleshooting was performed for damage, however the troubleshooting for error was did not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. No unexpected iop test failure alarm noted during testing. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and stained serial number label.